Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The electronic lot history record (lhr) review and similar incident query for this product was not performed because the part and lot number was not reported and the product was not returned for analysis. The reported patient effect rash is listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. In (B)(6) 2013, two xience stents were implanted. The day after the procedure, the patient developed a rash and was given prednisone. The patient was hospitalized for 5 days and the rash resolved after two to three weeks. There has been no issues since with the implanted stents. No additional information was provided.